Event description:
The field service representative reported that the device was overheating during a routine maintenance visit at the facility. There were no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The field service representative reported that the device was overheating during a routine maintenance visit at the facility. There were no adverse consequences.